Event description:
Patient presented for check of 24 hour-old laceration on left volar forearm that had been irrigated with saline and then steri-stripped. Wound was clean, dry, not infected, well closed. I covered existing steri-strips and wound with 3m tm tegaderm tm +pad film dressing with nonadherent pad. Pt has used tegaderm film dressing in past uneventfully, without the pad. This time, however, within 18 hours, area was itching so intensely that patient removed the dressing and, inadvertently with the dressing, the steri-strips. Patient had quickly developed a red, raised, blistered, and intensely pruritic rash corresponding exactly to the area of the pad. At this time, 8 days later, the rash is slowly resolving but is still highly visible. The blisters are now peeling. Patient and I both wrote to 3m to ask what the components of the pad are, so that patient can avoid his experience in the future. Neither received a reply. If it would be possible to learn what the components of the pad are, that would be helpful. Patient did not react to the film dressing, only to the pad.